Manufacturer narrative:
Product event summary # s8 spine alleged inaccuracy. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the s8 demo system was inaccurate for an evaluation. The medtronic representative used a spine demo, spine clamp and spine passive reference frame, and took an imaging spin. The passive planar probe was used to check the accuracy on the spine clamp screw and was inaccurate approximately 1-2 mm inferior (towards the feet). Another spin was performed with the same set up, untouched, with the s7 system and the spine clamp screw was tested again. It was accurate. Stealth s8 was accurate on the demo spinous process. No patient present at the time of the event.